Manufacturer narrative:
This MDR report was identified as meeting the criteria of submission to the FDA during a two-year retrospective review of complaints and MDR¿s following the receipt of an FDA untitled letter at our (B)(4) facility. (B)(4). The front panel assembly was replaced by field service. Verified performance and passed all performance checks. Failure analysis lab received a vela front panel assembly. The vela front panel assembly was installed in known good vela unit. Fluid ingress is visible on panel screen. The unit was powered on in service mode and touch screen was unresponsive. The customer issue of inactive screen, screen freezing up unable to make changes was duplicated. This reported event considered a known issue addressed with an internal action. The vela front panel assembly was scrapped.

Event description:
Display/monitor malfunction. The customer claims the touch screen on this ventilator is freezing up, unable to make any changes on the settings. The customer tried to do the screen calibration in the service mode but was not able to perform the calibration. The screen is freezing up.